Event description:
Boston scientific received information that the patient implanted with this implantable defibrillation lead, coded two days post implant due to unrelated reasons. The lead dislodged during cardiopulmonary resuscitation (CPR). A revision procedure was performed. The lead was successfully explanted and replaced. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.